Event description:
This procedure was performed in (B)(6). Initially, the evercross balloon failed to inflate inside a venous fistula. Then, during the fistuloplasty the balloon would not deflate. The patient's chest was massaged to deflate the device. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: a kink in the catheter was noted. A 10cc water filled syringe was attached to the proximal hub luer lock on the y-manifold and the center lumen was flushed with ease. A 0.035in guidewire was loaded through the distal tip and was able to navigate pass the kink. A 20cc syringe with manometer was attached and the balloon was inflated to its rated bursting pressure of 14atm: no abnormalities or deformities were noted. A vacuum was pulled using the 20cc syringe with manometer and the balloon deflated in under 30seconds.